Event description:
Orig. Surg. Unknown. Allegedly hip prosthesis has failed. No other information was provided. Add'l info rec'd 8-18-2010: orig. Surg. (B)(6) 2007. Dob (B)(6), (B)(6) lbs. Pain. Trochanteric bursal fluid collection. Metal debris causing an inflammatory reaction or loosening or alval reaction. Additional information received from litigation on october 10, 2017. Allegedly the patient was revised due to mom complications: periprosthetic fracture; metal on metal tissue reaction; pain; loosening and subsidence. (Right). Added original surgery date and explant date.